Manufacturer narrative:
The device was not returned for analysis. An event of stroke was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported stroke could not be conclusively determined. It is possible that the implant procedure contributed to the reported event. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision was chosen for implantation utilizing a large flexnav delivery system. The valve was implanted without reported issues. Upon closure of femoral acces, groin issue occurred due to the closure device. The issue was unrelated to the flexnav delivery system. Post procedure, the patient had a stroke which caused permanent disability. The cause of the stroke is unknown.

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision was chosen for implantation utilizing a large flexnav delivery system. The valve was implanted without reported issues. Groin issue occurred during closure of access. Post procedure, the patient had a stroke which caused permanent disability.